Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent was implanted to treat a 3 cm lesion in the colon during a colonoscopy with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed in the target location. However, during the removal of the delivery system, the outer sheath of the delivery system was stuck on the distal end of the stent. The delivery system eventually was able to be removed but as a result, the deployed stent slid more distal than the desired location. Reportedly, the physician was comfortable leaving the wallflex colonic stent implanted. The procedure was completed with another stent to cover the entire stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.